Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture present behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2015 with the following findings: during investigation, there was moisture ingress and files were unable to be downloaded. There was moisture corrosion on all the boards, on the display and near the keypad connector. A leak test was performed and failed indicating a leak in the pump case. Unrelated to the original complaint, it was noted that there was a crack in the case near the upper right corner of the display.